Manufacturer narrative:
The system controller was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported event of an inability to resolve when power was reestablished was confirmed based on the analysis of the log file data retrieved from the returned system controller. The log file revealed numerous atypical events for date/time reset. Despite the findings captured in the log file, the manufacturer was unable to reproduce the reported event. The returned system controller was exercised for more than 10hrs using a reference set of 14v li-ion test batteries, battery clips, a mock circulatory loop, and a test heartmate ii pump. Testing was conducted by setting the operating speed to 10,000 rpms, running the system until the batteries reached a fully depleted state, and monitoring the system performance. Testing revealed the returned system controller operated normally for more than 10hrs exceeding the minimum operating run-time specified in the instructions for use manipulating the power leads during operation had no effect on system performance, and the total test time was within normal operating limits. Additionally, the aforementioned testing confirmed the system controller was able to successfully power on, and operate normally with battery supplied power. The specific cause for the unusual events contained within the log file could not be attributed to the returned system controller and the analysis could not determine the specific cause of the events recorded in the log file based solely on the investigation of the system controller. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was brought to the hospital, via 911, for a system controller alarm. The pt has a history of disconnecting himself from power for chief intervals and has been known to sleep on his batteries and wake-up to vad alarms. The vad coordinator also stated that they have retrained the pt several times for these issues. During this event it is believed that the pt remained on batteries despite receiving a red battery alarm. When the pt attempted to reconnect power, the alarm would not resolve to the system controller was exchanged with another system controller when he arrived at the hospital. The pt was admitted for observation. Since the system controller exchange, there have been no further alarms.